Manufacturer narrative:
Device evaluation: results - a sample is not available for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5197413. The reported defect was not affected by pm, calibration or equipment. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. As not sample was returned for evaluation, an absolute root cause cannot determined. CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that the pharmacist was giving an immunization with the suspect device. When she went to close the safety shield over the used needle, the shield flew off the syringe and the pharmacist sustained a needle stick injury. The pharmacist receive post exposure lab work and will have follow up lab work in 6 weeks. The patient was (B)(6) in post exposure lab work.